Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v833493, implanted: (B)(6) 2012, product type: lead. Product ID 3387s-40, lot# v835130, implanted: (B)(6) 2012, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Event description:
Information was received from the consumer that reported the patient was having trouble with his eyes since just this year. The patient had troubles seeing and they had redness in his eyes. The patient was implanted for parkinson's dual. Additional information received from the consumer reported they did not recall any particular circumstances that led to the sight and eye issues. They had not seen a neurologist for the issue. They planned to see their doctor in about a month and a half after report. It appeared the stimulator was not working and the patient would have to go back to medicine. There was no other information about why they thought the device was not working.